Manufacturer narrative:
Device evaluation: analysis of the returned device identified, white particles in the shell and creases flat. Leak test and microscopic analysis was performed which identified; openings on the radius (punctured) and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consist in the use of some surgical tool. Wrinkling (creases) are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: b.5, d.9, g.2, h.3, h.6.

Event description:
Healthcare professional additionally reported "malposition of implant."

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation" "rippling".

Event description:
Healthcare professional reported left side deflation and "medial and lateral rippling of implant." The device has been explanted.